Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 800 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and excessive pain in the leg. The patient was treated with u-500 insulin in pump (off label use). The patient stated u-100 insulin does not manage their bg levels as well, so the doctors gave them u-500 to continue using. The patient was released on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.